Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged tilt and detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: snf the current IFU (instructions for use) states: potential complications: migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. Rnf: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eleven years seven months post filter deployment an x-ray confirmed that the filter detached and tilted. The status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately eleven years seven months post filter deployment an x-ray confirmed that the filter detached and tilted. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached,tilted and embedded in wall of the ivc the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years seven months post filter deployment, x-ray revealed one of the long legs of the filter was not visible, cannot exclude a fracture of the leg, chest x-ray was recommended. One of the short legs of the filter projects towards the right inferior vena cava wall. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.